Manufacturer narrative:
Report claims the device tipped over forward completely to where the device was atop the end-user, trapped underneath. Report indicated it took 4 responders to lift the device and extract the end-user. Reports indicate the end-user sustained bi-lateral tibia fractures as a result. The end-user reported this event to permobil in passing during a call related to a different permobil device. Inquiry to the service provider indicated they had no records of the end-user having communicated an event having occurred with the c300 in the timeframe relayed by the end-user. Permobil representatives are making attempts to inspect the device but have not been able as yet due to the end-user being in a facility and the device reported to be at their home. Permobil is unable to reach a determination as to possible cause for this reported event with the information gathered thus far. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports having had an incident occur in (B)(6) 2024 where they claim while maneuvering their c300 in a bathroom, they went to drive up to a sink and somehow the device reportedly tipped all the way over forward, trapping the end-user under the device, resulting in an injury requiring medical intervention to address.